Manufacturer narrative:
Covidien reference number: (B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone and suggested the graphical user interface (gui) printed circuit board (pcb) be replaced.

Event description:
It was reported that the 840 ventilator had a blank screen. There was no patient connected to the device.